Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a wound infection. The patient was administered antibiotics which healed the infection. The s-ICD remained implanted after the infection and was eventually explanted due to a non-infection related issue. No additional adverse patient effects were reported.